Event description:
The vyaire bellavista ventilator shut down while it was being used on a patient. We could not reset the system so it had to be switched out with a new one. Manufacturer response for bellavista ventilator, bellavista (per site reporter). The bellavista case number is (B)(4).